Manufacturer narrative:
To date, the device has not been returned for analysis. Also, the serial number remains unknown, so a device history record review could not be performed. Based on submitted photographs, it could not be confirmed if there were any quality issues with the device. The shape of the sinus from the outflow suggests that there may have been some dilatation of the conduit wall in the sinus area. Contegra veins are prone to dilatation, but the likely effect of dilatation is more typically regurgitation rather than stenosis. Looking at the line of anastomosis around the outflow lumen wall, it is unknown if there could have been a small rupture at the anastomosis, possibly related to the sinus dilatation, that was responsible for some hemorrhage. In general, the reported information indicates multiple complications above and beyond what may have been device-related. No root cause could be determined from the photographs and information provided. A supplemental report will be filed if the device is returned for analysis or if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is to be returned for analysis. A separate report has been filed for the 12 mm conduit. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that an 18 millimeter (mm) necrotic medtronic pulmonary valved conduit (pvc) was explanted and replaced approximately six months after its implant. The pvc had been implanted to replace a 12 mm bioprosthetic conduit that had been implanted to restore right ventricle (rv) to pulmonary artery (pa) continuity for the patient, whose medical history includes diagnoses of tetralogy of fallot, pulmonary atresia and digeorge syndrome. It was reported that a recent echocardiogram had demonstrated an unexpected increase in branch pulmonary artery obstruction, decreased right ventricular function, and increased tricuspid regurgitation. The echocardiogram also indicated fluid collection around the rv to pa conduit thought to be a pseudoaneurysm. A computed tomography angiography was performed and this was interpreted as a hemorrhage; in addition, severe proximal bilateral branch pulmonary artery stenosis was observed. The patient was hospitalized for a surgical revision. During the reoperative procedure, there was a large serous fluid collection around the conduit containing clear yellow fluid and some fibrinous debris within the pseudocyst. The wall of the pseudocyst was quite dense and intensely fibrotic and adherent to the proximal branch pulmonary arteries, ascending aorta, and the base of the heart. There was an intense fibrotic reaction of the proximal branch pulmonary arteries. The conduit¿s condition was described as deteriorating and having little structural integrity. This device was replaced with a 20 mm pulmonary homograft. No subsequent adverse patient effects were reported.